Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a malfunctioning reagent syringe. The fse replaced the reagent syringe to resolve the issue. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of false low creatinine patient results on their au480 clinical chemistry analyzer. There was no report change to treatment, injury, or death associated with this event. The customer did not provide any patient data or demographics.